Event description:
As reported via legal documentation the patient had a right knee replacement on (B)(6)2020. Approximately 2 years and 9 months after the initial procedure the patient had a right knee revision on (B)(6) 2023. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available. Revision op report on (B)(6) 2023. Diagnosis: rk polyethylene wear and osteolysis with loosening the polyethylene component was removed and noted to have moderate wear more than expected for the age of implant. It was also noted to have significant synovitis consistent with polyethylene wear. A synovectomy was performed in all compartments to remove the affected tissue. The patient was taken to the recovery room in satisfactory condition.

Manufacturer narrative:
D10: concomitents: (B)(6)- 02-020-11-0335 - truliant ps cem fem ps cem right sz 3.5. (B)(6)- 02-022-45-3535 - truliant tib fit tray cem sz 3.5f / 3.5t. (B)(6)- a10012 - gps implant kit v2. Pending investigation.

Manufacturer narrative:
Recall number: z-0021-2022 this follow-up report is being submitted to relay additional and/or corrected information. The product associated with the reported event is within the scope of recall z-0021-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. Multiple MDR reports were filed for this event, please see associated reports: 1038671-2024-04733 the following sections were updated: g1, h6. The following sections were corrected: b1, b2, g1, h6. D10: concomitents: (B)(6) 02-020-11-0335 - truliant ps cem fem ps cem right sz 3.5. (B)(6) 02-022-45-3535 - truliant tib fit tray cem sz 3.5f / 3.5t. (B)(6) a10012 - gps implant kit v2. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and loosening or due to inclusion of the polyethylene in the packaging recall. Additionally, a contributing factor to the reported wear may have been the result of being packaged in a non-conforming vacuum bag for more than five years. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.